Manufacturer narrative:
We received one single dpt kit model px260 for examination. The reported event of "foreign matter" was confirmed. A dark brown particulate was found inside of the pressure tubing. The particulate was approximately 0.04"x0.12" in size and 31" distal from the dpt housing. The particulate was attached to the inner surface of the pressure tubing and did not get flushed away during continuous 5 minutes of flushing. No other foreign matter or contamination was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A supplemental report will be forthcoming with the chemistry results once received. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, foreign matter appeared to be in the IV tubing. No patient complications were reported.

Manufacturer narrative:
The ir spectrum of the dark brown particulate found in the tubing showed similar absorption characteristics when comparing to polyvinyl chloride (pvc) like material.